Manufacturer narrative:
Citation: akodad m prognostic impact of calcium score after transcatheter aortic valve implantation performed with new generation pr osthesis. Am j cardiol. 2018 may 15;121(10):1225-1230. Epub 2018 feb 12. Doi: 10.1016/j.amjcard.2018.02.004. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding prognostic impact of calcium score after transcatheter aortic valve implantation performed with new generation prosthesis. All data were collected from a single center between november 2013 and october 2016. The study population included 346 patients (predominantly female; mean age 84 years), 57 of which were implanted with medtronic corevalve prosthesis and 81 were implanted with medtronic evolut r prosthesis. The serial numbers were not provided. Among all patients 7 patients died during hospitalization- 3 patients died due to annulus rupture, 1 patient died from prosthesis migration, 1 patient died due to septic shock, and 2 patients died from heart failure. Based on the available information, none of the deaths were attributed to medtronic products. Among all patients adverse events included: stroke, heart failure, conduction disturbance, moderate-severe aortic regurgitation (ar) and permanent pacemaker implantation. Based on the available information, these adverse events may have been attributed to medtronic products. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic products. No additional adverse patient effects or product performance problems were reported.